Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies; 3 sets of setscrew marks were noted in the correct location. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. It was noted that pacing and sensing measurements were within normal limits but upon connection of the lead to a competitor device out of range shock impedance measurements were reported. It remains unknown whether the measurements were high or low out of range. The lead was extracted and replaced with an alternate lead to complete the procedure without consequence. No adverse patient effects were reported.